Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase. The insulin pump was unable to perform displacement test due to motor error alarm. No battery out limit alarm noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during a basal delivery. Customer's blood glucose was 107 mg/dl. The customer stated the insulin pump was in the same room as a magnetic resonance imaging machine in the past. Customer also stated they were unable to complete the rewind sequence on their insulin pump. Customer also reported they were in the hospital for non-diabetes related reasons at the time of the call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.